Event description:
A pt service rep (psr) contacted zoll customer support while assisting an (B)(6) male to report that the pt's charger/modem would not power on properly. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device eval summary - device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on properly) has been confirmed. As received, the charger/modem was resetting. The cause of the problem is corrupted flash memory on the computer analog (ca) board. Once the flash memory was reprogrammed, the charger/modem no longer reset. The root cause of the corrupt memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement charger/modem.